Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10991. It was reported that a pericardial effusion occurred post procedure. During a left atrial appendage (laa) closure procedure two 21mm watchman ® laa closure devices were deployed via the watchman® access system (was). However, both devices were fully recaptured as their position was too proximal. They checked for pericardial effusion after each recapture and nothing was noted. The third 21mm watchman ® laa closure devices was deployed at the laa ostium, passed a tug test, had adequate compression on transesophageal echocardiogram (tee) and a complete seal. After the procedure a small pericardial effusion was noticed. No intervention was immediately performed; the patient was fully hemodynamically stable. After some time they opted to perform a pericardiocentesis and 60cc of blood was removed. The drain was left in overnight, although there no additional drainage or fluid accumulation. The following day the patient was discharged without side effects. The closure device remained implanted and looked good.